Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained the scs system was causing uncomfortable stimulation in the targeted pain pattern of the lower-middle back and bilateral legs. Reprogramming of the patient's scs system was not successful in resolving the issue. Consequently, the patient's physician removed the patient's scs system.